Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11mar2020.

Event description:
The customer determined the unit's battery required replacement while performing maintenance on the unit. There was no patient involvement. The customer ordered a battery replacement.